Event description:
Boston scientific received information that this product was part of a system to infection and erosion. There were no additional adverse effects reported.

Manufacturer narrative:
As of this date, this system remains implanted and functioning normally. Should additional information become available, this event will be updated.